Event description:
The user facility reported that during patient procedures two of their hexavue custom room racks lost video signal. The procedures were completed successfully. No report of injury.

Manufacturer narrative:
The components subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
The components of the reported event were returned to steris for evaluation. Upon evaluation, it was discovered that the switching regulator for one of the conditioners was not operating properly. No issues were noted with the second conditioner. To resolve the issue, both conditioners were replaced. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.